Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2367 (resume error, critical error found) alarm was reported and is indicative of a potential malfunction of the disposable cassette. During the evaluation of the associated homechoice machine a system error 2240 (air in line/set) alarm was identified to correspond with this reported event. The cause of the 2240 alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.